Event description:
Rayner intraocular lenses limited received notification from a (B)(4) healthcare facility of an event that occurred following implantation of an unspecified rayner intraocular lens (iol). The event description provided states that the surgeon observed secondary cataract (posterior capsule opacification - pco) in the post-operative period.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner intraocular lenses limited. In order to fully investigate the reported development of secondary cataract/pco, rayner has requested add'l info from the healthcare facility via its distributor in (B)(4). The distributor has been asked to liaise with the healthcare facility in order to obtain info on the implantation procedure itself, to gain clarification on whether the pt has undergone any subsequent procedures since cataract surgery, a list of substances administered during surgery that may have come into contact with the iol and any relevant pt medical history and if applicable, concomitant medications. To date, no info other than that provided has been provided to rayner. Rayner's efforts to obtain further info on this incident are continuing. The results of any add'l actions carried out as part of this investigation will be provided in a f/u report.